Event description:
It was reported that while the patient was in a supra ventricular tachycardia (svt) and the device produced atp therapy which converted the rhythm. The patient did not complain of any symptoms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, implantable pacing lead, (B)(6) 2011. (B)(4).